Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt is not receiving adequate coverage. He is only receiving coverage in the groin area. The pt is scheduled to meet with his doctor and an sjm rep to discuss the next course of action. No further info is available at this time.